Event description:
It was reported that increased capture thresholds were observed. X-ray showed no anomalies in the lead. Lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.